Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose which was in range of 400-44 mg/dl and their treatment was unknown. Customer stated that they were having low blood glucose at night and than woke up to 200 mg/dl. Customer declined to trouble shoot. The insulin pump will not be returned for further analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.